Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. Performed additional functional methods accuracy test: measured ground from power entry module to door post: 0.0 ohm; inspected power entry module: no problems found. The assignable cause for additional problem of rite electrical test was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.